Event description:
The glucometer or blood glucose monitor ¿bgm¿, as well as the laboratory test ¿a1c¿, must be available to me because I am diabetic. Even if I reduce my weight and look different or taller, that is another matter. There is no reason for it to become cosmetic like ¿braces¿; if they make it that way, there could be unnecessary deaths, in addition to affecting any medications that may be prescribed to me.